Manufacturer narrative:
Evaluation summary: the complaint cartridge was not returned. Two unopened samples were received from the same lot. . One sample was pulled randomly for evaluation. The cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. Functional testing was conducted per the directions for use (dfu) using qualified associated products. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported issue could not be determined. No other complaints were reported in this lot.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that during a cataract procedure with intraocular lens implantation, foreign material was found stuck to the iol. This was noticed after implantation. The foreign material was removed and the procedure was completed. The iol remains implanted. Patient harm was not reported. Additional information has been requested.